Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. Customer reported that the pump did not turn back on. Customer's blood glucose was 251 mg/dl. The customer reverted to a backup pump for insulin therapy until new pump arrives.